Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017, or the surrounding days. User made two bolus requests on (B)(6) 2017. User conducted cartridge change sequence on (B)(6) 2017. There were no erratic basal rate adjustments. Complaint could not be confirmed. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There was no evidence of device malfunction.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels (as low as 10 mg/dl). Glucose gel and soda were consumed to address the low bg. The customer thought that the warm temperature was the cause of the low bg; however, was not sure. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.